Event description:
It was reported that during reprocessing the da vinci si surgical large suturecut needle driver instrument was noted to have a separated cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument grip close cable was found frayed and derailed at the distal idler pulley. The grips can still be opened and closed, but movement may not be precise. Physical damages were found on distal idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.